Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred when the cartridge was low on insulin. Customer changed the cartridge and infusion set. Insulin delivery was resumed. Customer's blood glucose (bg) was elevated (value not provided) and manual injection was administered to address bg. Pump battery was "dead" and pump would not turn back on.